Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, when firing the reload, no staples were deployed while being used in transaction of colon. There was a poor staple formation and the staple line was incomplete on proximal end. There was unanticipated tissue loss as a result of the event. There was a five minute extension to the procedure. Two further reloads were used and fired to restore hemostasis.

Manufacturer narrative:
Based on the additional review of the file, this report is updated from malfunction to a serious injury. If information is provided in the future, a supplemental report will be issued.